Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000115137. The event of system explant was reported to abbott. The system was explanted due to ineffective therapy. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective relief from their scs system. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was fully explanted to address the issue.